Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaints were confirmed. The cause of the issues was found to be from damage during use. The downstream occlusion (dso) seal and battery compartment were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a bubbled/delaminated dso seal and a cracked battery compartment near the latch lock slot. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.